Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. Implantable cardiac monitor was explanted. The patient was in stable condition during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.